Event description:
It was reported that urine leaked from the 3 way bifurcation area 21 days after use.

Manufacturer narrative:
The reported event was confirmed. A three way hematuria catheter was returned. A tear was noted the trifurcation was noted between the irrigation and drainage funnel. The irrigation funnel was uncapped. The catheter tip was placed in the in house leg bag outlet tube. Water flowed through both the drainage funnel and irrigation funnel. The irrigation funnel was then capped and the test repeated. Leaking from the tear was noted. A potential root cause could be due to operator error, machine malfunction, program error, or improper management of supply age and precure. Based on the event, it appears that the device was used for treatment. The device would fail cosmetic inspection per procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics.. 2) lubricate catheter shaft with water-soluble lubricant. For catheters with a white straightener, first remove the straightener before lubricating the shaft as inserting the catheter with the straightener may cause mucosal injury. 3) carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a needle-less syringe, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Never inflate the balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. 4) pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. 5) to deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the 3 way bifurcation area 21 days after use.